Event description:
It was reported to philips that the suite computer was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing planned treatment for cardiac arrhythmia procedure was performed when the issue happened. The procedure was aborted. Philips confirmed the suite pc failed to boot and showed no video output. Philips replaced the suite pc and reinstalled the software due to suspected hardware failure. After replacing the suite pc, the system was confirmed to be operating normally. The codes were updated based on the investigation outcome.